Manufacturer narrative:
The review of the provided pictures it can be confirmed that both screwdriver shafts are broken off. Product was not returned and no lot number was provided, an investigation could not be performed. DHR: since the lot number is not known, we could not verify the production documents. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part # 314.442, lot # 7575335: manufacturing location: (B)(4), manufacturing date: 28. Sep. 2011: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during an unknown procedure on (B)(6) 2017, two (2) screwdriver shafts broke. All fragments were retrieved. Surgery was completed successfully with a delay of an unspecified amount of time. Patient outcome reported as good. This report is for one (1) screwdriver shaft this is report 1 of 2 for (B)(4).